Event description:
It was reported while using bd facscanto¿ ii flow cytometer biohazard waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: v2 valve leak. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Unknown. 5. Did biohazard leak before or after waste line? Unknown. 7. Was the customer/bd personnel physically in contact with the fluid? No. Additionally, on 2020-2-24 the fse provided the following additional information: 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00090 was sent in error. The fluid that leaked was determined to be non-biohazard and therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer biohazard waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: v2 valve leak. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Unknown. Was the customer/bd personnel physically in contact with the fluid? No. Additionally, on 2020-2-24 the fse provided the following additional information: what was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.